Manufacturer narrative:
Event date: the event happened 3 months ago. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed DHR found no issues. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported a wire fracture occurred. During the use of a v-14 control wire, the tip of the wire fractured. The tip of the guidewire was able to be removed from the patient by being aspirated through a catheter with no patient complications. Additional information was requested but was unable to be obtained.